Event description:
It was reported to philips that the system did not start up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Despite prior indication, additional information confirmed that the system was not in clinical use when the issue was identified. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. The fse identified that the network switch in the control room connection box (crcb) was defective. To resolve the issue, the fse replaced the network switch. The system was returned to use in good working order and was ready for clinical use. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.